Event description:
It was reported that during a lobectomy procedure, the operator fired the device on the lung. However, the staple lines were not formed approx, thus there was oozing from the site. The device did not work right away. The reload which was originally attached was discarded for clinical reason. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.